Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a 28-year-old female patient who had essure (ess205) (batch no. 506295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included flank pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, 1 year 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("mental anguish") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, menstrual disorder, anxiety and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on 31-jul-2018: pfs+mr received, lot number added, reporter added, event added :- depression, mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: left coiling at the cornua instead of in proximal tube") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)") in a 28-year-old female patient who had essure (ess205) (batch no. 506295 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain. Concomitant products included ibuprofen (motrin children) since 2006, medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet) since 2006. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2007, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2007, the patient experienced anxiety ("mental anguish"). In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure (ess205). On (B)(6)2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and inflammatory bowel disease ("gastrointestinal or digestive system condition type: inflammatory bowel disease."). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea was resolving and the device dislocation, pregnancy with contraceptive device, menstrual disorder, anxiety, depression, vaginal haemorrhage, migraine, headache, dyspareunia, fatigue and inflammatory bowel disease outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted with date of removal of device: (B)(6)2009 as per fu-5(pfs). Discrepancy in onset date of pregnancy - (B)(6)2008 and (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet received : new event migration of essure device location of device: left coiling at the cornua instead of in proximal tube added. Concomitant drug added. Outcome of pregnancy updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') and device dislocation ('migration of essure device location of device: left coiling at the cornua instead of in proximal tube') in a 28-year-old female patient who had essure (ess205) (batch no. 506295 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain, miscarriage and parity 3. Concomitant products included ibuprofen (motrin children) since 2006, medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2007, the patient experienced anxiety ("mental anguish"). In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)"), 1 year 11 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and inflammatory bowel disease ("gastrointestinal or digestive system condition type: inflammatory bowel disease."). The patient was treated with surgery (hysterectomy,bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the device dislocation, pregnancy with contraceptive device, menstrual disorder, anxiety, depression, migraine, headache, dyspareunia, fatigue and inflammatory bowel disease outcome was unknown and the menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted with date of removal of device: (B)(6) 2009 as per fu-5(pfs). Discrepancy in onset date of pregnancy - (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a 28-year-old female patient who had essure (ess205) (batch no. 506295 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and inflammatory bowel disease ("gastrointestinal or digestive system condition type: inflammatory bowel disease."). The patient was treated with surgery (hysterectomy,bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea was resolving and the pregnancy with contraceptive device, menstrual disorder, anxiety, depression, vaginal haemorrhage, migraine, headache, dyspareunia, fatigue and inflammatory bowel disease outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. Events: abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: inflammatory bowel disease were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') and device dislocation ('migration of essure device location of device: left coiling at the cornua instead of in proximal tube') in a 28-year-old female patient who had essure (ess205) (batch no. 506295 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain, miscarriage and parity 3. Concomitant products included ibuprofen (motrin children) since 2006, medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride; paracetamol (percocet) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2007, the patient experienced anxiety ("mental anguish"). In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (no complications)"), 1 year 11 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and inflammatory bowel disease ("gastrointestinal or digestive system condition type: inflammatory bowel disease."). The patient was treated with surgery (hysterectomy,bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the device dislocation, pregnancy with contraceptive device, menstrual disorder, anxiety, depression, migraine, headache, dyspareunia, fatigue and inflammatory bowel disease outcome was unknown and the menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted with date of removal of device: (B)(6) 2009 as per fu-5(pfs). Discrepancy in onset date of pregnancy - (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal bleeding (vaginal) and pelvic pain to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a 28-year-old female patient who had essure (ess205) (batch no. 506295 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included flank pain. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, 1 year 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), anxiety ("mental anguish") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, menstrual disorder, anxiety and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-sep-2018: update of information (batch is invalid). On 14-sep-2018: non-significant correction done. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.